Event description:
It was reported that the 9800 was producing grainy images with a square in the center of the image. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. It was found that both monitors had burn in marks on the display. The monitors were replaced. System was aligned and the monitor screen saver setting was changed from thirty to ten minutes. The system was tested and found to be working as intended and placed back into service.